Event description:
It was reported that low r-waves were observed. Measurement trend showed that the r-wave measurements were fluctuating. The lead was explanted due to possible undersensing of ventricular fibrillation.

Manufacturer narrative:
A partial lead was returned in two pieces. Visual inspection found insulation abrasion at 35.3cm from the distal tip. However, the etfe insulation of the cable was found normal at this area. Electrical characteristics on the returned portion of the lead were normal. There was no indication of defects in materials or workmanship.